Event description:
The patient's son contacted lifescan and reported that his mother's one touch ultra meter kept giving an error 1 message. The patient was unable to get a result on her meter and contacted her son. The patient's son attempted to test her on the meter and received an error 1 message. He took her to the emergency room to have her blood glucose level checked since she was "flustered and was unable to easily do her normal things" just before going to the emergency room her son gave her something to eat. The ER meter result was 140 mg/dl, which does not reflect any serious injury. During troubleshooting, it was verified that her testing technique was correct and tht the condition of the battery compartment was good. The reporter was asked to test on the meter, but the error 1 message still appeared on the display. Based on the information, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest tht the patient experienced injury due to the product. This case is reported as a meter malfunction since the issue was not resolved. The patient was sent a replacement meter, test strips, and control solution.

Event description:
The patient family member contacted lifescan and reported that their patient's one touch ultra meter kept giving an error 1 message. The patient was unable to get a result on their meter and contacted their family member. The patient's family member attempted to test patient on the meter and received an error 1 message. Family member took patient to the emergency room to have their blood glucose level checked since patient was flustered and was unable to easily do patient normal things". Just before going to the emergency room their family gave patient something to eat.the ER meter result was 140 mg/dl, which does not reflect any serious injury. During troubleshooting, it was verified their testing technique was correct and that the condition of the battery compartment was good. The reporter was asked to test on the meter, but the error 1 message still appeared on the display. The patient was sent replacement meter, test strips, and control solution.